Event description:
The affiliate reported that the patient two days after the microsensor was implanted the icp pressure was abnormal. A CT scan confirmed that the icp was not between 20-40mmhg. As a result the cable and monitor was changed. No change occurred and the problem was solved by changing the microsensor. Patient is reported to be doing fine.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film residue over sensor area. Multiple slight kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 12/16/2011. Based on the above evaluation the supplier was unable to confirm the complaint. No further actions are required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.